Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The sample was visually inspected for any signs of abnormality that could have contributed to the reported condition; however, none were found. Per standard procedure, a functional test was subsequently conducted on the sample. As a result, the sample produced an average dispensed volume = 1.91 ml, which is within the specification range of the product (1.80 - 2.20 ml). The reported condition of overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.

Event description:
Baxter (B)(4) received a report that a patient control module (pcm) overinfused during patient therapy. The device was filled with ropivacaine hydrochloride hydrate. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.